Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the mildly calcified fistula. Two 8.0mm x 40mm x 75cm athletis balloon catheters were advanced for dilation. However, the first balloon ruptured when it was inflated at 24 atmospheres (atm), and the second balloon also burst when inflated at 26atm. The physician believed that there may have been a balloon perforation after inflating with these balloons as there was contrast leaking after angiography. Both devices were removed and there were no fragments left inside the patient. The procedure was completed with a 10mm non-boston scientific balloon catheter. No patient complications were reported.

Manufacturer narrative:
D2b pro code (product code): dqy.

Manufacturer narrative:
Device evaluated by MFR: an athletis device was received for analysis. A visual examination identified that the balloon was subjected to positive pressure. A partial circumferential tear was identified located approximately 38mm proximal of the distal tip. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the mildly calcified fistula. Two 8.0mm x 40mm x 75cm athletis balloon catheters were advanced for dilation. However, the first balloon ruptured when it was inflated at 24 atmospheres (atm), and the second balloon also burst when inflated at 26atm. The physician believed that there may have been a balloon perforation after inflating with these balloons as there was contrast leaking after angiography. Both devices were removed and there were no fragments left inside the patient. The procedure was completed with a 10mm non-boston scientific balloon catheter. No patient complications were reported.